Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the jaws of the device were difficult to fully open. No patient injury occurred or medical intervention was required.

Manufacturer narrative:
One used lf4318 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection of the device found no defects. Mechanical testing confirmed the jaws functioned normally using the handle, and the knife deployed without issue. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.